Manufacturer narrative:
The reported event of ¿acute bend just after ring electrode and before the coil¿ and ¿the area of interest felt flimsy¿ were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Device evaluated by manufacturer- selected no by mistake; lead has not been returned yet.

Event description:
It was reported that during the implant procedure, lead anomaly was noted. Fluoroscopy revealed an acute bend just after ring electrode and before the coil on the right ventricular lead. The lead was not used, and a new lead was successfully implanted. Patient condition was stable.